Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation and heart rate decreased while using a ventilator. The patient was taken to a hospital and recovered. The reporter of the event has confirmed the event was caused by the patient's condition, not the ventilator. The ventilator's downloaded event logs were reviewed. There were no events logged that would indicate a malfunction or failure to deliver therapy occurred. The device will not be returned to the manufacturer for evaluation. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation and heart rate decreased while using a ventilator. The patient was taken to a hospital and recovered. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.